Manufacturer narrative:
The report of low speed alarms and pump stop events was confirmed based on the submitted log files. The log files contained several days of data, which captured low speed hazards, elevated pump power and avg. Pi, and pump stop events, while the pt was supported by the pt cable and power module. Although the events recorded in the log files are consistent with a compromised wire in the percutaneous lead an exact wire or area of compromise could not be conclusively determined as only 2.5" of the percutaneous lead was returned for investigation. Vad-13664 was returned with the percutaneous lead was cut approximately 2.5" from the pump housing and the severed portion of the lead was not returned. The returned portion of the percutaneous lead was tested for continuity and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed to examine the underlying wires and no disruptions to the outer wire insulation were identified. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities were found. The pump was cleaned, reassembled and functionally tested under loading conditions using mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coord reported that the event log contained multiple low speed events and that the system controller was receiving lower than expected voltages. These low speed events only occurred while the pt was connected to the pt cable. These events appeared to be a result of a damaged wire in the pt's driveline. During on site eval, phase interrupter testing indicated that there are no wires broken. The pt was connected to a grounded pt cable in an attempt to reproduce the alarms, but manipulation of the external portion of the driveline was unable to reproduce the alarms. The pt was asked to assume the same position that created the alarm, and when the pt sat on the edge of the bed and leaned forward, the pump stopped and a red heart alarm event occured. The log file indicated pump stopped events, power elevations, and elevated pi values associated with red heart alarms. X-ray images showed an area of concern close to the internal bend relief. A pump exchange was completed on (B)(6) 2014.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the (B)(6) registry stating: thoratec technincal engineer (B)(4) at bedside to troubleshoot alarms. Able to reproduce red heart alarm and vad stops when pt is connected to power module by cable and positioned sitting up on the side of the bed. Dr (B)(6) updated on outcome and to have dr (B)(6) come talk to pt and mother regarding pump exchange tomorrow due to most likely internal driveline fx proximal to the pump.